Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in (B)(4) for evaluation. Olympus repair center inspected the device and confirmed the following; the reported phenomenon was reproduced. The reported phenomenon may have been caused by a printed circuit board set failure. The memory battery needs to be renewed and a software update to version 4.10 needs to be performed. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. More than 6 years have passed since the device was delivered. The patient board set of ap board and dr board may have failed because the parts on the board have deteriorated over time due to repeated use for a long period of time. The ap board and dr board drive and control the olympus 180 series endoscope, preprocess the image, control the power supply of the olympus 190 series endoscope, and transmit images. Therefore, omsc concluded that the endoscopic image was not displayed due to the failure of the ap board and dr board. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that before the procedure, the device was able to detect the connected endoscope but did not display the endoscopic image. There was no report of patient injury associated with the event.